Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00154-00. The date of that submission was 25-feb-2025. H3: one sample was returned. Sample was visually and functionally tested and the customer reported complaint was unable to be confirmed. The sample inflated and deflated without problems. A retrospective review of 12-month period was made for complaints originated related to this issue and no additional complaints were identified to this part number and lot for this failure.

Event description:
It was reported that the balloon seemed to become porous quite quickly, as it already deflates on the first day of insertion following sterilization. During the sterilization, residual water and a suspicious appearance of the balloon were observed. There were no patient harm or adverse effects reported as a result of the event.